Manufacturer narrative:
The device involved in the reported complaint was returned to aci, and the investigation confirmed the failure. The investigation revealed that button 2 had been fully depressed and that button 3 was not retracted. Subsequent to disassembling the handle housing, button 3 and the sled assembly were inspected for anomalies that may have obstructed the balloon retraction. No anomalies were observed. The possible cause of the button 3 retraction issue may have been due to improper use of button 3: the mynx ace balloon retraction slider or button 3 is used to retract the balloon into the support tube while the support tube holds the sealant in place at the arteriotomy. Button 3 contains a lock feature that prevents retraction of the balloon prior to prerequisite actions. If the current button is depressed at the proximal end or pulled back using the raised lip, the lock may not be adequately depressed and the button cannot be retracted. It has been observed during customer training that retraction of button 3 can be difficult for some users as they either press or pull on the proximal end of the button such that the lock does not release. In order to assure proper compression of the locking spring is achieved and the lock is released, the user must depress the distal surface of the button prior to retraction. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the probable root cause for the reported event may have been improper compression of the locking feature of button 3. The reason that the sealant came out with the device was because button 3 (balloon retraction) was not retracted. If the balloon is not retracted into the tamp tube, the sealant can be dislodged from the tissue tract when the device is removed from the patient. UDI number: (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: after deploying the mynx sealant the 3rd button did not retract the balloon properly as it only slid back partially. When the physician removed the mynx ace device the sealant came out of the tissue tract with the device. Manual compression was held for 23 minutes and hemostasis was achieved. A safeguard was applied as a precaution. The patient was not hospitalized. Stick location: right common femoral vessel size:6+ mm.